Event description:
It was reported that when the customer presses on the ventilator, it alarms for disc/sense and does not ventilate. It is unknown if the ventilator was connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na